Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump power loss alarm. The customer reported battery out of limit, the customer tried replacing the battery 4 times but pump still saying battery out of limit. Customer reported the time clock does not advances. Customer reported that the screen not completely blank. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No frozen screen noted during test and time clock advances properly. (B)(4).